Event description:
This ra lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2013. A call was placed to technical services on (B)(6) 2017 stating patient presented with bruising and chest pressure. Computed tomography scan was performed and there is a question as to whether this lead has perforated. "Lead cut" was noted in the programmer. The physician was dr. (B)(6) at (B)(6) health in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).